Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 570mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 117mg/dl. Customer reports insulin exited at the qr. Customer advised to revert to back up plan . Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with scratched case and minor scratched lcd window.